Event description:
It was reported that the lead had increasing thresholds and high impedance on the rv lead one week after implantation. The lead was removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead analyzed. It was reported that the lead had increasing thresholds and high impedance on the rv lead one week after implantation. The lead was removed. There were no patient complications reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated impedance, high readings, unable to obtain high threshold.